Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the emergency room after receiving vibratory patient notification alert, device was found to reach eri. Device was explanted and replaced without any complications. Patient recovered normally post-procedure and went home the same day without any adverse events. Later, the clinic mentioned that they suspect premature battery depletion on the device.